Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was not showing up alternate location for the meds on every machines. A technical support specialist (tss) confirmed that the port 808 was not open on customer end. Further the issue was resolved by hospital information technology (hit). The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, alternate location was not shown up for the meds. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.